Event description:
It was reported that the ilet user experienced a blood glucose of 54 mg/dl after not eating for a period of time. The glucose level returned to range following oral carbohydrate treatment. No device malfunction or component issue was identified, with the event attributed to improper or incorrect procedure or method. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem of not treating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.